Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope was not recognized and had error code e226 when connected to the processor. There was no patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.